Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the surgeon noted one of the haptics on the lens was fractured. A backup lens was requested, however was not available. The procedure could not be completed. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic is broken in the distal area. The broken portion was not returned. The associated qualified ii b cartridge was returned. An inadequate amount of viscoelastic was observed in the cartridge. The cartridge shows evidence of being fully seated into a handpiece. All product and batch history records are quality reviewed prior to product release. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported broken haptic damage was observed. The root cause may be related to be a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).